Event description:
It was reported that the atrial lead exhibited no capture. The p-wave dropped from 4 mv at implant to 0.6-1.4 mv. The lead would not be revised. The pulse generator was reprogrammed from dddr to vvir.

Manufacturer narrative:
No medwatch form was received.